Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Bleeding - vagina [vaginal haemorrhage] , tampon became stuck for two days [foreign body in reproductive tract] , abdominal pain [abdominal pain] , uncomfortable - vagina [vulvovaginal discomfort] , pain, (difficulty removing it), and bleeding once it [tampon] was finally removed [complication of device removal] , tampon was placed upside down in the applicator, with the string facing the front instead of the base [device physical property issue] , tampon became stuck for two days [incorrect product administration duration] . Case narrative: consumer reported via e-mail that the tampon was placed upside down in the applicator, with the string facing the front. No serious injury reported.